Manufacturer narrative:
Evaluation summary: baxter received one used set with cap on spike and no cap on patient connector (no titanium adapter returned) into the lab in reference to cut/slice/ hole /torn. Functionally hand tightened a lab titanium adapter without difficulty. Set was tested underwater with leak noted from cut approximately 3 inches from the sleeve in closed position. The complaint was confirmed in the lab for hole.

Event description:
Baxter received a report of a pinhole that was found on the tubing of the set by the patient . The set had been used for 20 days. This patient tends to treat clean flash roughly. This patient had gotten the same problem before. There was no patient injury or medical intervention. The actual sample is available for evaluation.